Manufacturer narrative:
Further info from the reporter regarding the event and product details have been requested. No add'l info is available at this time. Device remains implanted. The event or seroma is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri during an unspecified surgery. Post implant, pt presented with seroma, location unk. Physician placed a drain, which has been "draining significantly since the surgery." No further info was provided.